Event description:
The manufacturer's rep reported that the patient's interstim device was removed due to an infection.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.